Manufacturer narrative:
Removing code initially submitted for health effect - clinical code: remove 4580. This is a follow up report for this information. FDA coding that was initially reported in the initial report for medical device problem code is being corrected from code 3190 to 1863. This is a follow up report to correct this code.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. No information besides implant failure was received so far. Additional information and product return is requested. Follow-up report will be sent in case additional information will be received. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.